Event description:
It was reported by the patient that, "he is experiencing severe pain right on the wound where the prosthesis is implanted. He said that when he walks in when he feels most of the pain."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.